Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed, based only on the information provided by customer complaint description. To perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be re-opened. Teleflex (B)(4) will continue to monitor feedback from the customers on issues related to this complaint.

Event description:
The customer alleges that the gauge was cracked and a leak was observed. The child desaturated. A new device was obtained.